Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the high definition lcd monitor will not power on during preparation for use. There was no report of procedural involvement or patient harm associated with this event. The customer was advised to check the power. The power cord was removed, used at another outlet and there still was no power. The customer was asked if any lights were on the unit negative. It was advised that the subject device be sent in for repair.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The monitor will not power on due to a faulty alternating current/direct current (ac/dc) board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.